Manufacturer narrative:
The pump failed the self test due to appearance of pump error 75. The pump failed the sleep current test. The pump passed the active current test. Test p-cap locks properly into the reservoir compartment. Found pump error 68 and pump error 49 alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump alarmed pump error 75 alarms on the event date of (B)(6) 2025 at 14:34:23.000 and 14:39:26.000. Pump alarmed a pump error 68 alarm on the event date of (B)(6) 2025 at 02:07:03.000. Pump alarmed a pump error 49 alarm on the event date of (B)(6) 2025 at 02:07:03.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 75, pump error 68 and pump error 49 were confirmed during testing due to moisture damage on the electronic assembly (lithium backup battery). Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75(power supply test failed during self-test), pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the alarm and rewind the pump. Pump pass the self test, however the errors reoccurred. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.